Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room in atrial flutter with ventricular pacing. Electrocardiogram revealed loss of capture and long pauses. The pulse generator was reprogrammed. On (B)(6) 2015 threshold testing was performed, no change to fixed output. The patient was highly symptomatic with dizziness and pre syncope, did not suffer any physical injures. The pulse generator remained implanted.